Event description:
It was reported that during a da vinci s prostatectomy procedure, one side of the monopolar curved scissors (mcs) instrument blade broke off and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed one scissor blade to be broken. The blade fractured at the cross section of the cable crimp and the fracture plane is straight. Both blades present indentations around the midpoint of the sharp edge. Electrical continuity passed.